Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an itchy red raised rash. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patients doctor believes the irritation could be related to an antibiotic the patient is prescribed. The patient was prescribed prednisone by his cardiologist to help with the irritation. The medical outcome is unknown